Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003, the patient underwent c5-6 anterior cervical discectomy and fusion with diagnosis of c5-6 herniated nucleus pulpous. As per op-notes, the endplates of c5 and c6 were prepared with a high speed bur and rasp to accept a 7 mm machine composite allograft. The allograft was then impacted into place under fluoroscopic guidance. A 21 mm atlantis was applied to the anterior surface of the cervical spine and was secured to the c5 and c6 vertebral bodies with two screws in each vertebral body. The screws were secured to the plate using the standard atlantis locking mechanism. Position was again confirmed with intraoperative fluoroscopy. The wounds were irrigated with copious amounts of normal saline. All obvious bleeding was controlled with bipolar cautery. A medium hemovac was left within the wound. No patient complications. The patient also underwent left thyroid lobectomy with isthmectomy surgery with diagnosis of left thyroid goiter. No patient complications. On (B)(6) 2003, the patient was discharged with diagnosis of status post thyroidectomy and anterior cervical fusion. On (B)(6) 2003, the patient underwent a procedure of provocation lumbar discogram l3-4, l4-5 and l5-s1 with diagnosis of intractable back pain with flexion and weight bearing with disc desiccation l5-s1 and mild protrusion, rule out lumbar disc pathology. No patient complications. On (B)(6) 2003, the patient underwent a MRI scan of lumbar spine with indication of low back pain with left sided radiculopathy. Impression: mild degenerative facets l5-s1 bilaterally. On (B)(6) 2003, the patient underwent a l5-s1 transforminal lumbar interbody fusion surgery with diagnosis of lumbar disc disruption, l5-s1. As per op-notes, at this point a distractor was placed into the screws and distraction was achieved across the l5-s1 interspace. The left side of the l5-s1 disc was incised in the left neural foramen. An abundant amount of disc material was removed with pituitary rongeurs, disc shavers and curets. The end plates at the l5 and s1 end plates were prepared with curets, shavers and raps to accept 8 mm interbody spacers. One interbody spacer was packed with bone morphogenic protein impregnated collagen sponge and impacted on the right side of the spinie. An additional 8mm interbody spacer was packed with bone morphogenic protein impregnated collagen sponge impacted onto the left side of the spine. At that point, the distractor was removed and annulotomy was covered with gelfoam. The transverse process of l5 and the cephalad position of the sacral ala were decorticated and locally obtained bone was packed into the posterior lateral region. A contoured length if titanium rod was placed between the screws at l5 and s1. Some compression was achieved across the interbody spacers and the screws were locked to the rod using a standard blackstone locking mechanism. No patient complications. On (B)(6) 2003, the patient was discharged with diagnosis of l5-s1 disk disruption and hypertension. On (B)(6) 2003, the patient presented for followup with complaints of pain. Examination showed tender in her lumbosacral junction and some into her left sciatic notch. On (B)(6) 2003, the patient presented for follow-up with complaints of stiffness and pain around her left side of her superior gluteal region. Radiographs showed good position of her instrumentation both in her neck and her back. On 18 dec 2003, the patient presented for follow-up with complaints of her neck and back pain and problem with her left knee and tingling in her right hand. The xray of her cervical and lumbar spine showed good position of her instrumentation. Her cervical spine appears to be solidly fused and lumbar spine is in good position. On (B)(6) 2004, the patient presented for follow-up with complaints of right shoulder and upper extremity pain. Examination showed that she had some tenderness in her cervical paraspinal musculature on the right side and into the trapezius. On (B)(6) 2004, the patient underwent a MRI scan of cervical spine without contrast with indication of cervicalgia, recurrent back pain, right arm pain and numbness after fusion. Impression: status post c5-c6 anterior cervical fusion with ap anatomic alignment present. No significant canal stenosis is noted. No obvious neural foraminal narrowing is seen. On (B)(6) 2004, the patient presented for follow up with complaints of right hand numbness and weakness. The MRI scan of the patient showed good position of her previous anterior cervical fusion and a well decompressed canal. No significant central or foraminal stenosis. Examination showed that she has some mild tenderness in her cervical paraspinal musculature. On (B)(6) 2004, the patient presented for follow-up with complaint of tingling and numbness in the right hand, shoulder, neck and arm. Assessment: . Right arm and neck pain, anterior cervical fusion c5-6 on (B)(6) 2003 which initially helped but since (B)(6) her pain has recurred with burning and weakness. She had emg/ncv study which did not show any carpal tunnel syndrome. Differential diagnosis: neuropathic pain, possible myofascial pain and also a component of shoulder impingement. History of transforaminal lumbar interbody fusion secondary to degenerative disc disease. On (B)(6) 2004, the patient underwent a MRI scan of lumbar spine with and without contrast with indications of low back pain with right leg pain. Impression: previous anterior and posterior fusions at 1.5-s1 with some enhancing left lateral epidural granulation tissue. No disc protrusion or canal compromise is seen. Also, the patient underwent a MRI scan of cervical spine with indication so fneck and arm pain. Impression: prior anterior cervical fusion c5-c6. No disc protrusion, canal stenosis or cord abnormality is seen. On (B)(6) 2004, the patient presented for follow up with complaints of neck and right upper extremity pain. She had an MRI of her cervical and lumbar spine with and without contrast on (B)(6). The MRI of her cervical spine showed a previous anterior cervical fusion at c5-6. There was no stenosis or cord abnormality seen. The MRI of her lumbar spine showed a previous l5-s1 fusion. There was some enhancing granulation tissue on the left side of her canal, but otherwise it was unremarkable. On 05 aug 2004, the patient presented for follow up with complaints of pain in left arm and shoulder going into the hand. The review of systems showed: neurologic: numbness/weakness. Assessment: anterior cervical discectomy and fusion cs-6 with arm and shoulder pain. I doubt she has reflex sympathetic dystrophy. She is currently waiting for evaluation for spinal cord stimulator. Left knee pain with severe knee degenerative joint disease. On (B)(6) 2004, the patient presented for followup with complaint of neck pain, arm pain, low back pain, hand tingling. Physical examination showed: neck: inter-spinous tenderness. Decreased range of motion. Right trapezius tenderness. R handiwrist: positive phalen's on the left with flexion of the wrist. Positive constant compression causing numbness into the first three digits. Low back: tenderness interspinous ligaments, bilateral 1 joint tenderness. Decreased range of motion. Positive left straight leg raise which increases with dorsiflexion causing pain over the anterior and posterior leg. Positive left faber test causing low back pain. Assessment: anterior cervical fusion c5-6. At this point we are going to treat her moderate pain. Low back pain secondary, with a history of transforaminal lumbar interbody fusion. She is neurologically stable. Right hand numbness secondary to carpal tunnel syndrome. Most likely to some extent could be related to the neck stenosis. Severe right knee degenerative joint disease. We are waiting insurance approval for her bionicare. On (B)(6) 2004, the patient underwent a procedure of cervical epidural steroid iiijcction cs-6 on the right with epidural contrast injection without dural puncture with fluoroscopic interpretation. Intravenous conscious sedation with diagnosis of cervical radiculitis with neck and right upper extremity pain. Status post anterior cervical fusion of cs-6 with likely cervical spondylosis at junctional levels. Epiduritis. No patient complications. On (B)(6) 2004, the patient presented for follow up with complaints of numbness and drawing of fingers and burning. The review of systems showed: neurologic: numbness, weakness, psychiatric: anxiety. Assessment: moderate to severe carpal tunnel syndrome on the right with the splint helping somewhat. The celebrex didn't help. Neck pain secondary to degenerative disc disease plus/minus chemical radiculopathy, epidural injection helped for 2 weeks. On (B)(6) 2005, the patient presented for follow up with complaints of right arm pain, wrist pain, finger pain and sciatica. The physical examination showed: left ankle: tenderness lit mtp joint. Tender medial and lateral ankle. Good ankle range of motion with pain. Cervical spine: decreased range of motion. Tenderness interspinous ligaments. Right subacromial tenderness. Sensation intact to light touches upper extremities. R shoulder: subacromial tenderness. Low back: interspinous tenderness. Assessment: neck pain secondary to degenerative disc disease. Moderate carpal tunnel syndrome on the right per emg/ncs. This has not responded to conservative treatment. Low back pain with a history of l5 fusion secondary to discogenic pain. Left ankle pain likely secondary to degenerative joint disease. On (B)(6) 2005, the patient presented for follow up with complaints of left foot pain over the top of ankle, swelling, low back pain going into the left lower extremity and into right hip. The physical examination showed: left ankle: painful range of motion. Tenderness bilateral ankle. Tenderness over the plantar fascia insertion. Low back: tenderness interspinous ligaments. Decreased range of motion. Assessment: low back pain with a history of transforaminal lumbar interbody fusion l5-81 secondary to degenerative disc disease ls-s1. She had good relief for a year after surgery. Her pain has recurred, MRI did show l5-s1 disc bulge recently, mild. Differential diagnosis: disc disease versus pseudo arthrosis. Left ankle/foot pain secondary to tendinopathy. No degenerative joint disease on x-ray. Neck pain with a history of degenerative disc disease. Cervical epidural steroid injection helped only for 2 weeks. History of anterior cervical fusion. On (B)(6) 2005, the patient underwent a CT scan of lumbar spine with indication of lumbosacral neuritis and back pain. Impression: lucent changes in the l5-s1 disc space. Predominantly involving the s1 endplate may raise the question of discitis or osteolysis of any potential inner disc material. Discography at l3-4 and l4-5 is unremarkable. On (B)(6) 2005, the patient presented for followup with complaints of neck and back pain. Examination showed that she was tender in her cervical paraspinal musculature and some into her trapezius bilaterally. She was also tender at her lumbosacral junction and into both sciatic notches. The plainxrays hoswed her previous l5-s1 transforminal lumbar interbody fusion. The s1 screw on the left side appeared broken. On (B)(6) 2005, the patient underwent an emg test. Impressions: electro diagnostic evidence of moderate sensory motor median neuropathy at the wrist consistent with carpal tunnel syndrome without active axonal motor denervation. On (B)(6) 2006, the patient presented for followup with complaints of pain in her back. On (B)(6) 2006, the patient presented for followup with complaints of pain at her lumbosacral junction and radiation into her lower extremities. On (B)(6) 2006, the patient underwent a surgery with diagnosis of l5-s1 pseudo arthrosis with broken left s1 pedicle screw. Operations: removal of broken instrumentation. Bilateral posterolateral fusion l5-s1. Posterior instrumentation using the allez laguna pedicle screw system. Locally obtained bone from spinous process and laminar fragments for spinal surgery. No patient complications. On (B)(6) 2006, the patient was discharged with diagnosis of status post hardware removal of l5 and s1 with exploration of fusion mass. L5-s1 redo posterior lumbar interbody fusion. Severe back pain. Deconditioned state. History of staphylococcus infection. Essential hypertension. History of congestive heart failure. Morbid obesity. Depression. On (B)(6) 2006, the patient presented for follow up with complaints of soreness in her back. The x-rays showed good position of her grafts and her hardware. On (B)(6) 2007, the patient presented for a follow-up post repair of lumbar pseud arthrosis at l5-s1. The x-rays showed good position of her instrumentation. On (B)(6) 2007, the patient underwent x-ray for knee in 2 views with indication of knee pain. Impressions: negative left knee. On (B)(6) 2007, the patient presented for follow-up with complaints of low back pain and pain in left lower extremities. Plain x-rays of her lumbar spine showed good overall alignment of her spine and an apparent solid arthrodesis. Examination showed tenderness in her lumbosacral junction and a bit into her left sciatic notch. She had an equivocal faber on the left side. On (B)(6) 2007, the patient underwent a procedure of "pm sacro-ilian joint injection" with indications of left buttock pain. On (B)(6) 2007, the patient underwent a procedure of " pm epid-sel cervical" with indications of neck pain. The patient's x-rays for cervical spine in ap and lateral views were reviewed and showed a needle placed in the posterior aspect of the right c6 at c5-6 neural foramen. Contrast had been injected and revealed typical selective epidural pattern with no evidence of leak of contrast into a vascular structure or the subarachnoid space at final needle placement. No patient complications. On (B)(6) 2007, the patient underwent an x-ray of lumbar spine in ap and lateral, flexion and extension view. Impression, postoperative changes are seen of the lumbar spine with no acute injury pattern or instability. On (B)(6) 2008, the patient underwent a procedure of "epid and facets-lumbar" with indication of low back pain. The patient's x-rays for lumbar spine in ap and lateral views were reviewed and showed needles placed in the lumbar facet joints bilaterally: l2-3, l3-4 and l4-5. Contrast had been injected and revealed typical selective epidural pattern with no evidence of leak of contrast into a vascular structure or the subarachnoid space at final needle placement. No patient complications. On (B)(6) 2008, the patient underwent a procedure of " epid_sel lumbar" with indication of low back pain. The patient's x-rays for lumbar spine in ap and lateral views were reviewed and showed a needle placed in the anterolateral aspect of the neural foramina from a posterior approach. Contrast had been injected and revealed typical selective epidural pattern with no evidence of leak of contrast into a vascular structure or the subarachnoid space at final needle placement. No patient complications. On (B)(6) 2011, the patient presented for follow-up with complaint of burning hand pain, numbness, paresthesias as well as weakness, right greater than left. On (B)(6) 2011, the patient presented for a colonoscopy for diagnostics. Impressions: diverticulosis. On (B)(6) 2011, the patient underwent a surgery with diagnosis of right carpal and cubital tunnel syndrome. Procedure: right carpal tunnel release. Right ulnar neurolysis at the elbow, in situ. No patient complications. On (B)(6) 2011, the patient presented for "stm mammo screen digital dil/cad" examination for screening. Impression: no mammographic evidence of malignancy in the breasts bilaterally. On (B)(6) 2012, the patient presented for followup with complaints of numbness and sensitivity around her elbow incision. On (B)(6) 2012, the patient presented for followup with bilateral hand pain. On (B)(6) 2012, the patient presented for follow-up with complaint of right hand pain and numbness. She also had stable numbness and paresthesias in her left hand including all fingers. On (B)(6) 2013, the patient underwent a MRI scan of lumbar spine without contrast with indication of postlaminectomy syndrome. Impression: postsurgical changes relating to prior fusion at ls-s1. Fatty degenerative endplate changes at this level are seen. Alignment is anatomic. There has been removal of the prior pedicle screws, as well as removal of the posterior elements with posterior laminectomy. I see no evidence for arachnoiditis. There is some mild foraminal attenuation secondary to degenerative changes on the left at l5-s1. On (B)(6) 2013, the patient underwent an xray myelography of cervical and lumbar spine with indications of cervical disc degeneration, lumbosacral neuritis and back pain. Impression: normal alignment of the lumbar spine. Solid-appearing anterior interbody fusion, ls-s1. No significant stenosis. Limited evaluation of the cervical spine and canal. Contrast density is diminished. The patient also underwent a CT scan of cervical spine with multiplanar and 3d reconstruction with indications of cervical disc degeneration. Impression: I. Anterior cervical fusion c5-c6. Plate stabilization. Given the artifacts, it is difficult to tell if this fusion is solid or not. There appears to be spondylosis at c4-c5. It likely touches and slightly effaces the ventral surface of the cord. I do not think there is any significant stenosis of the canal or foramina at c2-c3 or c3-c4 or at the level of the cervical spine fusion at c5-c6. 4. I do not see disc protrusion or stenosis at c6-c7 or c7-t1. Left lobe of the thyroid gland appears to have been resected. The patient also underwent a CT scan of lumbar spine with multiplanar and 3d reconstructions with indication of lumbar neuritis. Impression: solid-appearing anterior and posterior fusion at ls-s1. Left foraminal stenosis. Dorsal laminectomy without canal stenosis. Minor disc bulge at l4-l5. No stenosis. Facet arthrosis is present. No significant protrusion or stenosis at other lumbar or lower thoracic levels is visualized on this study. Minor bulge at t11-t12 and l3-l4.